Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2021-00341. During an atrial fibrillation ablation procedure, a tamponade occurred in the left atrium. The mapping catheter was advanced through an introducer and the ablation catheter was advanced to the left atrium. Twenty minutes into mapping the left atrium, the patient became hypotensive and x-rays revealed a tamponade. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices. The physician stated the cause of the tamponade may have been due to transseptal puncture or maneuvering of the ablation catheter.